Event description:
It was reported that a patient's right ventricular (rv) lead exhibited unspecified capture threshold and sensing issues. The lead was capped and replaced (B)(6) 2021. No patient condition or additional information was reported.